Manufacturer narrative:
The insulin pump was received with weak battery alarm due to corroded battery tube. The device was also received with corroded battery cap contact and cracked reservoir tube lip. Currents were not tested due to corroded battery tube. The device passed displacement test, rewind, basic occlusion, occlusion, and prime tests. No motor error alarm noted. Motor was tested outside the device and passed. The device had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported customer's insulin pump has alarmed motor error. Also, the battery life is shorter. Customer has difficulty hearing so sometimes he does not hear the low battery alerts. Customer's blood glucose was 369 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer has sensors, but is not currently using the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. He declined troubleshooting for high blood glucose and shorter battery life. Nothing further reported.